Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report high blood glucose readings of 400 mg/dl. The customer also reported issues with the needle length and difficulties with the infusion set. No troubleshooting was performed and nothing was replaced or returned.